Event description:
The customer reported that summit sample handler did not pipette conjugate into row 8, well positions b through g and did not give an error message. Customer was unable to provide the assay being run at the time of the event. Ocd became aware of this event on 7/30/98 from the hamilton company, the MFR. No death or serious injury was associated with this event.